Event description:
The customer reported that a x2 monitor froze after being connected to a monitor. No patient harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that a x2 monitor froze after being connected to a monitor. No patient harm was reported. The 'system' gave the appearance that it was working, however, the waves and parameter values were not updating. In some cases the clock (time) did not update and the mouse and keyboard did not respond. The clinician would not know if the information displayed is up to date or stagnant data, since it is not obvious that there is a malfunction. Also, there may not be visual or audible alarms at the central when this failure occurs. The product labeling (intellivue x2 multi-measurement module, instructions for use, part number 453564208381, page 46) also clearly warns that "if the monitor is mechanically damaged, or if it is not working properly, do not use it for any monitoring procedure on a patient. Contact your service personnel." This includes a check of all functions, external cables, plug-ins, and accessories of the instrument that are needed for monitoring a patient. It needs to be ensured that the instrument is in good working order. A non-functional parameter would exclude the device from being used in monitoring patients and would not cause a safety risk. Furthermore, the product labeling, (intellivue x2 multi-measurement module instructions for use, part number 453564208381 page 57) describes that the most reliable method of patient monitoring combines close personal surveillance with correct operation of monitoring equipment. This would allow the user to implement alternative methods of monitoring per hospital protocol, and/or to troubleshoot the monitor. This issue poses minimal health risk. A philips field service engineer (fse) confirmed that the problem was resolved by restarting the device. The system is now up and running again. For this isolated failure mode, there is no indication of any manufacturing, design, materials, or labeling problem. No further investigation or action is warranted.